Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to be in good physical condition, but noted to have a crated screen. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Additionally, there was no evidence o f the reported complaint in the event history log of the pump. Device did undergo functional testing by powering on device. The reported customer complaint was able to be confirmed, as the pump alarmed error code 1720. This is an indication of an issue with the backup capacitor, which was then replaced. The problem source was determined to be unknown; this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that while testing, a smiths medical cadd legacy had lec 1720. No patient involvement.